Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4470 competitor implantable pacing lead - (B)(6) 2002.

Event description:
It was reported the patient is deceased and died six days post implantable cardioverter defibrillator (ICD)  replacement. Information reported that the patient had complications post operative secondary to anesthesia. Additional information obtained from the physician's office reported that at sometime between implant and the date of death the patient had an episode where the blood pressure dropped and the patient's rhythm was pulseless electrical activity. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4470 competitor implantable pacing lead - (B)(6) 2002.